Event description:
Healthcare professional reported, left-side, "complains of progressive change in breast contours," "onset of pain associated with hardening, palpable implant, hardened and somewhat painful on palpitation suggest baker iii capsular contracture" and per imaging, "cysts measuring less than 5mm," "accommodation folds with small amount of pericapsular fluid," and "intramammary lymph node in jql" the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, lymphadenopathy, seroma- late, cyst, and crease/folding of implant.